Event description:
The angled long saber attachment overheated while being tested by manufacturer. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
The route cause for the device overheating was due to broken dried lube affecting the bearings.